Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed, 13x1.3mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 1.50mm x 15mm maverick2¿ balloon catheter was advanced to dilate the lesion. However, the balloon shaft was fractured at 15 cm from the physician and was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. A pinhole was identified in the balloon wall. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 75% stenosed, 13x1.3mm target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 1.50mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, the balloon shaft was fractured at 15 cm from the physician and was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.